Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for suture detachment.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the first leg assembly was placed through the patient's sacrospinous ligament. During placement of the second leg assembly, hemostats were reportedly placed on the dilator, and the hemostats slid to the suture when the physician pulled this leg assembly through the ligament. Subsequently, the needle, with a bit of suture at the end, detached outside of the patient. The physician reportedly removed this uphold device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.